Event description:
It was reported that malfunction alarm occurred on pump with code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence.